Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an urgent care visit due to high blood glucose of 486mg/dl. The customer experienced frequent urination and thirst. Troubleshooting was performed. The mother stated that the she changed her son's basal rates on her own because she was worried that he will go into a hyperglycemia. The time, date, and bolus wizard settings were correct. The drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. Advised the caller to change the entire infusion set and reservoir. No further information was provided.